Manufacturer narrative:
The subject device was received and evaluated. Device inspection found angulation is lower than standard. Due to wear of angle wire, the play of both u/d knob and r/l knob are out of the standard value. Due to cut and pin hole of a-rubber (bending section), water tightness is lost (leakage observed). The customer reported issue is confirmed. In addition, the inside of (lg) light guide lens is dirty (stain could enter into the gap) distal defects due to adhesive around lg lens has wear . Furthermore, device evaluation , service repair noted the following findings: adhesive on a-rubber has a crack. Connecting tube has a wrinkle. Connecting tube has a scratch. Grip has a dent. S-cover has a dent. Universal cord has a scratch. Universal cord is deformed. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer reported with an issue of air/water leakage form insertion/bending section, reduced angulation (play in both knobs) and deformed insertion tube. The issue occurred during an unknown event. There was no patient harm, no user injury reported. Device evaluation found inside lg (light guide) lens dirty.

Event description:
This report was submitted for the malfunction found at estimation (light guide lens dirty).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 and h6 to clarify the reportable malfunction on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to physical stress applied to the device resulted in a gap developed at the light guide (lg) lens adhesive allowing dirt to ingress and adhere. The event can be detected/prevented by following the instructions for use (IFU) which state: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.